Event description:
It was reported that during a prostate procedure, the fiber tip broke off while lasering after 59,115j with 14:03 minutes of use. The tip of the fiber was cleaned during procedure. The fiber fragment came off outside the patient's body. A second fiber was utilized to complete the case. There was no patient injury due to this event.